Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received. Customer¿s blood glucose level was 165 mg/dl.